Event description:
It was reported that the device was used during a laparoscopic colectomy procedure. It was reported that the staples dropped from the device when the surgeon tried to approach the tissue. There was no patient consequence. Another device was used to complete the case.